Event description:
It was reported during kit inspection motor of handpiece appears low speed and noisy while depress throttle. No patient involvement was noted as a result no harm or delay were reported. No adverse event was reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d4, d9, g2, g3, g6, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined the unit's rpms were low. The motor, motor sleeve, ball bearing, spring seal, needle bearing, oring, and reciprocating arm were replaced and resolved the reported issue. A definitive root cause cannot be determined. DHR was reviewed and no discrepancies related to the reported event were found. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.